Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/58858) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a female patient who had essure (ess205) (batch no. 621672) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), deafness ("hearing loss"), pruritus ("itching") and diarrhoea ("diarrhoea"). The patient was treated with naproxen and surgery (essure explantation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, ovulation pain, deafness, pruritus and diarrhoea outcome was unknown. The reporter provided no causality assessment for deafness, diarrhoea, dysmenorrhoea, ovulation pain and pruritus with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date and treatment drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a female patient who had essure (ess205) (batch no. 621672) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), deafness ("hearing loss"), pruritus ("itching") and diarrhoea ("diarrhoea"). The patient was treated with surgery (essure explantation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, ovulation pain, deafness, pruritus and diarrhoea outcome was unknown. The reporter provided no causality assessment for deafness, diarrhea, dysmenorrhoea, ovulation pain and pruritus with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a female patient who had essure (ess205) (batch no. 621672) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), deafness ("hearing loss"), pruritus ("itching") and diarrhoea ("diarrhoea"). The patient was treated with naproxen and surgery (essure explantation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, ovulation pain, deafness, pruritus and diarrhoea outcome was unknown. The reporter provided no causality assessment for deafness, diarrhoea, dysmenorrhoea, ovulation pain and pruritus with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. On 6-apr-2021: ha number re-sent. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a female patient who had essure (ess205) (batch no. 621672) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), deafness ("hearing loss"), pruritus ("itching") and diarrhoea ("diarrhoea"). The patient was treated with surgery (essure explantation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, ovulation pain, deafness, pruritus and diarrhoea outcome was unknown. The reporter provided no causality assessment for deafness, diarrhoea, dysmenorrhoea, ovulation pain and pruritus with essure (ess205). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.